Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that the patient faced four infusion sets kinked cannula within 3 hours of insertion. Site of insertion was abdomen. Infusion sets were in use for 1 day. Patient's blood glucose at the time of issue was 25 mmol/l. Patient replaced infusion sets and resumed insulin successfully. No further information available.